Manufacturer narrative:
The waste fluid from the unicel dxc 660i synchron clinical system splashed into the field service engineer's (fse) eye was a result of the fse not following safety protocol. The fse did not wear appropriate personal protective equipment (ppe). There's no evidence of instrument malfunction. The fse was in the process of removing the dxc 660i system out of the customer's lab when this incident occurred.

Event description:
A beckman coulter (bec) field service engineer (fse) was performing service on the unicel dxc 660i synchron clinical system. During the setup to remove waste fluid from the dxc 660i system into the facility's drain valve, the fse noticed the connection was not fitted correctly. He suspected debris may have lodged in the valve; in an attempt to remove the debris, the fluid from the line splashed in the fse's right eye. The fse immediately flushed his eye and went to the facility's emergency room (ER) for treatment. The fse was not wearing ppe (personal protective equipment). The fse had his blood drawn for base line in vitro diagnostic testing for blood-borne diseases. He received a tetanus shot; received a prescribed prophylactic protocol of medication for 28 days. The fse has scheduled mandatory check-ups at 3 months and 6 months for hiv testing. The fse went back to work and there was no report of lasting injury and no report of chronic illness at this time.